Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device exhibited an o2 sensor calibration alarm while being used on a patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation, however the device was evauated by a field service engineer and the reported issue of the o2 sensor calibration alert was observed during evaluation. A performance o2 cell calibration was carried out to resolve the issue. The device passed all functional testing and was recertified for clinical use.